Event description:
Caller reported a malfunction on the pump, specifically malfunction code 16, which recurred even after attempting to reset the device. There was no adverse impact to the customer's blood glucose level, with the level not exceeding 500 mg/dl. Tandem technical support assisted the caller with resetting the pump and provided information on using alternate therapy, manual daily injections, to ensure uninterrupted insulin delivery. As a resolution, tandem arranged to send a replacement pump to the caller, who was instructed on storage procedures and returning the defective pump via ups. The caller acknowledged and understood all instructions provided.